Event description:
It was reported that prior to a coronary stenting treatment procedure, stent dislodgement occurred upon unpacking. A 4.0 x 16mm promus element plus stent was prepared for the procedure. When removing the stent from the bail, the stent came off the balloon catheter. This has not been inserted in the body. A 4.0 x 15 non-bsc device was used. No patient complications were reported.

Event description:
It was reported that prior to a coronary stenting treatment procedure, stent dislodgement occurred upon unpacking. A 4.0 x 16mm promus element plus stent was prepared for the procedure. When removing the stent from the bail, the stent came off the balloon catheter. This has not been inserted in the body. A 4.0 x 15 non-bsc device was used. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: initial examination noted that the stent was returned dislodged from the balloon catheter. A visual and microscopic examination of the balloon material noted that it was fully deflated and correctly wrapped. There was presence of crimp marks along the balloon material between the distal and proximal radio opaque (ro) markerbands indicating that the balloon had been placed and crimped in the correct location on the delivery device. Examination of the returned stent noted severe damage in the center, struts were pulled apart indicating that the stent may have become caught in something causing it to stretch. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).